Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 250 mg/dl. Customer is not sure why he is high, is not certain if it is the infusion sets if when he is inserting. The customer's father declined to speak to helpline.